Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely that a high-energy endo therapy accessory was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. A definitive root cause could not be determined. Inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-h290t series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited a burn at the distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.